Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapies was not reported. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient was hospitalized for edema and increased creatinine (date not reported). On that same day, a tenckhoff catheter was inserted. On the morning of (B)(6) 2012, the peritoneal dialysis was started. On (B)(6) 2012, the patient had cloudy effluent. An exit site swab was obtained and the culture result was awaited. On (B)(6) 2012 follow up information was received from a nurse amending the cloudy effluent to peritonitis. On (B)(6) 2012 the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient received vancomycin intravenously for peritonitis. On (B)(6) 2012, vancomycin was stopped. On (B)(6) 2012, the catheter was removed. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.